Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins site was tender to touch and they felt like the ins site was burning when stimulation was turned on- like it was hot. The burning/hot sensation is not there when the implant is turned off. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the burning sensation when stimulation was on was not determined. The patient was reprogrammed using different electrodes and was getting used to the device- they would reach out to the representative if the problem persisted. No further complications reported.